Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that a fragment of the cutter device was found inside the attachment device. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter was received. The piece of the cutter was broken off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not sent in. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that during an exostosis surgical procedure on the ear canal, it was observed that the micro attachment device had some sort of blockage. According to the report, it could only be an old cutting tool end that was broken off inside the attachment preventing insertion of the new cutting tool. During, evaluation, it was observed that fragment of the cutter was discovered in the attachment device. It was reported that there were no delays in the surgical procedure and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.